Event description:
It was reported that the left ventricular impedance was intermittently high over the last year. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular impedance was intermittently high over the last year. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the impedance and left ventricular capture management continued to show fluctuations from the baseline to high measurements one year after first reported. Testing of the measurements in office using isometrics was normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction; device codes. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates high resistance/impedance. The left ventricular (lv) pace lead shows spikes in impedance to 1120 ohms the week of (B)(6), 2009, to 5680 ohms the week of (B)(6), 2010, and to 1872 ohms the week of (B)(6), 2010. Subthreshold lead impedance patient alerts are observed on may (B)(6) 2009, and (B)(6), 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates high resistance/impedance. The left ventricular (lv) pace lead shows spikes in impedance to 1120 ohms the week of (B)(6), 2009, to 5680 ohms the week of (B)(6), 2010, and to 1872 ohms the week of (B)(6), 2010. Subthreshold lead impedance patient alerts are observed on (B)(6), 2009, (B)(6), 2009, and (B)(6), 2010.

Event description:
Asku